Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a left side deflation. Device was explanted.

Event description:
Healthcare professional called to report, a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on anterior side assessed, as surgical damage. As per the investigation procedure: creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.